Event description:
It was reported and learned through implant patient registry that a 21mm 11500a valve in the aortic position, was explanted after an implant duration of one (1) year and six (6) months due to endocarditis. The explanted device was replaced with a 25mm 11500a valve. Per medical records, the patient was hospitalized due to endocarditis, which was confirmed by positive blood cultures. The condition led to septic emboli and severe regurgitation with multiple pvls. The patient underwent a redo avr using a 25mm 11500a aortic valve and a root enlargement with a bovine pericardial patch. During surgery, the 21mm 11500a valve was found to be completely dehisced, which was explanted and sent to microbiology, and the annulus was debrided. The aortic annulus was split down across the non-coronary cusp and onto the anterior leaflet of the mitral valve, which was then repaired with a pericardial patch. A 25mm 11500a valve was successfully sized and seated without complications or pvls. The patient was weaned off cardiopulmonary cbp with good biventricular function and was transferred to the cticu in stable condition. Per pathology report, the final diagnosis included fibrous valve tissue with adherent fibrin-rich vegetation with mild acute inflammation and clinical bacteria endocarditis. Soft, tan adhesions are present on the leaflets with two of the leaflets partially disrupted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 21mm 11500a aortic valve was explanted after an implant duration of one (1) year and six (6) months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.